Event description:
Pt underwent screening, upper endoscopy & flexible sigmoidoscopy on 7/26/99. Biopsies were taken in the stomach & lower colon. On 7/27, she presented with persistent abdominal pain. 3 way abdominal x-rays showed free air in the abdominal cavity, mediastinum & neck. She was admitted to the hospital, placed on IV antibiotics, made npo, & a surgical consult was obtained. She was discharged on 7/31, afebrile, eating, on oral antibiotics without any surgical intervention. Upon investigation, it was determined a "rat tooth" forcep had been used for the biopsies instead of the usual biopsy forcep.